Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed, and the stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no failures. No damage was found. There was no problem detected. The instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The complaint regarding unintuitive motion was not confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log was performed. The instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 11 uses remaining after last use. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The root cause of this failure is attributed to manufacturing. No additional actions are currently required given that this issue will continue to be tracked. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the sureform 60 instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform stapler 60 stapling mechanism was moving in the opposite direction. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that prior to starting, the sureform stapler 60 was moving in opposite directions. They uninstalled the arm and reinstalled and it continued to move in opposite directions. The reporter was not able provide information of the surgeon or procedure during the event. There was no patient involvement or injury noted and no fragments fell into the patient.